Event description:
As reported, image does not appear. The issue found at preparation for use. There is no patient involvement associated on this reported event. No user injury was reported.

Manufacturer narrative:
Device was visually inspected for external and inside damages. Service repair noted based on observation that the cable rl415300 is to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that an image was not displayed because video signals could not be transmitted to the processor due to faulty cable. It could not be confirmed how this damage occurred, but it is likely due to general wear and tear of the device. Olympus will continue to monitor field performance for this device.